Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The device could not be adjusted after it was used two times. It was reported that "the spare part at the site" of the device was loose, it had some movement, and it has been falling off. The holder of the adjustable key and sock absorbers were defective. The t-screw at the tri-star adaptor and the normal adaptor could be easily removed. The product was in contact with the pt but there was no pt injury or death alleged. The event lead to a ten minute increase in surgery time. Add'l clinical info and clarification has been requested but no new info has been provided.